Event description:
It was reported to covidien on (B)(4) 2011 that a customer had an issue with rfs stylet, 6f, 12 cm (w/attached cable). The customer states that the impedance readings on the generator were showing inaccurate info. The dr viewed the ultrasound and he could see that he thought was heat coming from the side of the catheter. When the dr pulled the catheter out of the body, it had a hole on the side of it.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.